Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2020, information was received from a family member, regarding a patient receiving morphine via an implantable pump for non-malignant pain. It was reported the patient had no morphine/medication in the pump and was taking oral medication. The caller stated the patient had nothing in the pump and was just dry. The morphine ran out and they decided they didn't need morphine anymore and they just gave oral morphine instead of the pump medication. The caller stated the morphine got down too low and they couldn't get it filled, so the patient went through withdrawal. The patient decided not to fill up and they "did prescription". This occurred a year ago.